Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the multiple staff reported unusual behavior with medications not displaying at the servera technical support specialist found some information on that issue related knowledge article (B)(4) "bd pyxis es 1.7.x - pocket disappears from manage inventory screen" and guided customer need to unload and reload to resolve the issue.the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a multiple staff reported unusual behavior with medications not displaying at the server under the station inventory. The customer mentioned that the malfunction occurred when trying to issue medication to patient and preventing the user to retrieving medication. There were no adverse events or injuries reported based on this event.